Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during insertion, the screw head got broken and the screw shaft was left in the patient's bone. The operation was finished with a 5-minute delay by using another screw. This report is for an unknown cortex screw. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown cortex screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.